Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient's implantable neurostimulator (ins) was recently replaced. After the ins replacement, high impedances were measured. High impedances were measured on electrode pairs c-4, 4-5, 4-6, and 4-7 on one side and c-0, c-1, c-2, c-3, and 0-3 on the other side on (B)(6) 2017. On (B)(6) 2017, high impedances were measured on electrode pair c-4, c-5, 4-5, 4-6, and 4-7 on one side and c-3 on the other side. Impedance measurements prior to the ins replacement were not available. The ins was programmed using electrodes pair 0-1 and 4-5. It was unknown if the patient was experiencing any symptoms. No patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient was having muscle and pain issues after surgery that was not related to the high impedances. Troubleshooting was done and a problem with the implantable neurostimulator (ins) settings was found. The ins settings were changed back to previous levels and the patient had been okay since. The impedance issue was initially measured intra-operatively and was still present one week post operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient was having muscle and pain issues after surgery that was not related to the high impedances. Troubleshooting was done and a problem with the implantable neurostimulator (ins) settings was found. The ins settings were changed back to previous levels and the patient had been okay since. The hcp indicated that impedances had increased since intra-operative testing when measured a few hours after implant and one week post operation.